Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was not stable, motor seal was damaged, needle bearing was worn, unit out of calibration, and position of control bar was incorrect so the motor seal, motor, bearings, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was returned only for annual/preventative maintenance and it was reported that the following failures were diagnosed: recalibrated; worn needle bearing need to be replaced; damaged motor seal need to be replaced, bearings need to be replaced; motor, cable, switch need to be replaced. Evaluation of the device later revealed that the motor speed was not stable. No adverse events were reported as a result of this malfunction.